Event description:
It was reported that the "device [external pulse generator (epg)] was sensing when in doo mode;" the service light was flashing. Another epg was used. The epg was returned for checkout and repair. No patient complications were reported as a result of this event.

Event description:
It was reported that the "device (external pulse generator (epg)) was sensing when in doo mode." Another epg was used. The affected epg is being returned to the manufacturer. No known patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - analysis could not confirm the reported event. The battery drawer was found to be broken, the battery contacts compressed, and the keyboard pad had a cosmetic issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.